Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. A cartridge change was performed to address the event. Customer's blood glucose level was in the low 300 mg/dl range.